Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: d5 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. The event can be detected/prevented by following the applicable chapters in the instructions for use: IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the videoscope exhibited foreign material from the air/water cylinder, air/water tube and adhesive on bending section cover . There were no reports of patient involvement.